Event description:
The customer contact reported the device touchscreen was not responsive. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was not responsive. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. As indicated, the device has been identified as part of a product recall z-0069-2013. This report represents all info known by the reporter upon query by hospira personnel.